Event description:
Orthodontist reported that due to irritation from device, pt developed an intraoral ulcer which became infected. A physician at an urgent care center prescribed an antibiotic (erthromycin) to pt for the infection. Orthodontist removed the device from pt's mouth and the ulcer has healed completely. Orthodontist reported that pt is doing fine and has continued with orthodontic treatment.